Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (synovasure negative, no indication/diagnosis provided for revision. Patella button stable and was retained. Tibia and femoral components were removed. Reaming for new stems, trialed, final lcck implants placed. No complications) this complaint can not be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional associated products(reported): unk nexgen tibia; unk nexgen patella button; unk nexgen articular surface.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. Unk nexgen tibia component lot# unk. MDR: 0001822565-2024-01169. Unk nexgen patella button lot# unk. MDR: 0001822565-2024-01171.

Event description:
It was reported that the patient underwent revision for unknown reasons. The tibial and femoral implants were revised. The patella button was retained. No additional information has been provided.